Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the blue lumen of the catheter from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was occluded and could not be flushed when preparing the device the for an unknown patient in the picu (pediatric intensive care unit). The catheter was not used and did not make patient contact. As reported, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search associated with the reported device lot identified two other complaints unrelated to the reported failure. Cook also reviewed product labeling. The product IFU, [c_t_ulmabrm_rev4] ¿spectrum and spectrum glide central venous catheters,¿ provides the following information to the user related to the reported failure mode: ¿precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.¿ the information provided upon review of the device master record, product IFU, and device history record, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook could not establish a cause for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. E3 - occupation: value analysis. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue lumen of the catheter from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was occluded and could not be flushed when preparing the device the for an unknown patient in the picu. The catheter was not used and did not make patient contact. As reported, the patient did not experience any adverse effects due to this occurrence.